Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported device reset was confirmed in the laboratory. A review of the device image indicated that a power on reset occurred during the delivery of high voltage therapy. After clearing the reset mode, a full evaluation of the device's functionaly was performed. The device tested normal using our automated testing equipment. The cause of the reset was undetermined.

Event description:
It was reported that the patient presentd to the ER after receiving a shock. Upon interrogation, the device was found in bvvi mode. The device was explanted and replaced.